Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will e submitted.

Event description:
It was reported that a leak was identified from an unspecified location during use of a homechoice cassette. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. It was further reported the leak was noted at "the back right hand corner of the cycler". Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient and advised them to notify the pd nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.